Event description:
It was indicated that the patient was getting shocking or jolting sensation. It was noted that health care provider (hcp) instructed patient to turn off neurostimulator (ins) and stop taking all medication due to a separate bowel issue not related to device therapy. It was indicated that 5 days prior to this report hcp told patient to turn ins back on and turn it up. It was indicated that patient reviewed he turned stimulation on and went to turn it higher; he got the worst electrical shock in his entire body/everywhere. It was indicated that patient turned ins off immediately. There was no fall or trauma reported. The patient stated this "scared the hell out of" him. It was indicated during the call the patient reported that the programmer was not allowing him to increase stimulation. It was indicated that the stimulation was off and on program 2 at 2.4v and patient stated repeatedly that he wanted to increase stimulation. It was noted that the moment patient turned stimulation on he expressed feeling the shocking in his body again. It was indicated stimulation was decreased to 0.0v and reviewed to keep ins off until patient meeting with hcp or company representative to check the device. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fth3, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type programmer, physician. (B)(4).